Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Upd the device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the air valve leaked during user handling and water invaded scope connector causing an abnormality in the electronic components. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: warnings and cautions: caution: turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection,¿ do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide.¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ in addition, the following non-reportable malfunctions were found during the device evaluation: the connector air valve unit leaked. The distal end scope cover was damaged. The bending section cover (a-rubber) glue was separated and was chipped. The connector cable connection malfunctioned. The connector was humid. The control unit angulation was less than the specified value. The control unit angulation had play. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that connector leakage was noted on the evis exera iii bronchovideoscope during leak test and image stopped working. The issue was found during leakage testing. There was no procedure involvement and patient involvement. This report is being submitted for complaint (image stopped working) reported by the customer.

Manufacturer narrative:
The device is expected to be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.